Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5years to 1.5years in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Manufacturer narrative:
Additional information was received:

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5years to 1.5 years in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Additional information for: patient information tab

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5years to 1.5 years in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5years to 1.5 years in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Additional information was received: d6b. Explant date corrected field: f10. Impact codes h6. Impact codes.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5years to 1.5 years in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects.